Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/06/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device lot number qemdjh / (B)(6), and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: it was reported that "all the needle is getting detached from the thread", however the quantity involved was entered as 1 sales unit. * could you please confirm devices that presented "needle detachment from suture" during this single procedure? No further information is available. * did the needle detached from the thread during use on the patient? Or did it detached during dispensing/handling before use on the patient? No further information is available. * procedure name? Pterygium surgery. Product complaint # (B)(4). Date sent to the FDA: 08/06/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Date sent to the FDA: 8/20/2021 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: one opened box with four packets of product code v960g were returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained: we will capture a case to cover the 2nd reported incident that you have advised me about today or have you reported this previous to your jnj representative ? No, the second disconnection of the needle from the suture material never reached a patient as it was purposefully tested by the surgeon away from the patient. When the suture came away from the needle the whole remainder of that lot number was removed from the theatre and a new batch was opened. Therefore it was not identified as an incident, more that it was a follow up test from the first incident. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4): device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "all the needle is getting detached from the thread", however the quantity involved was entered as 1 sales unit. Could you please confirm devices that presented "needle detachment from suture" during this single procedure? Did the needle detached from the thread during use on the patient? Or did it detached during dispensing/handling before use on the patient? Procedure name? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.